Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 105 mg/dl. The customer states that her blood glucose was showing 105 mg/dl on her insulin pump while her sensor glucose was displaying 60 mg/dl. The customer did not want to trouble shoot the insulin pump and just wanted her concern documented. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.